Manufacturer narrative:
Additional information was received and reports that the intraocular lens was explanted and replaced with another zxr00 symfony lens, a larger 20.0 diopter. Patient outcome, -1.25 in the right eye with the replacement symfony. Patient is a male. At implant, there was some retained cortex. The initial implant did not fix the vision for the patient. Patient history includes high blood pressure and cholesterol. Patient was seen (B)(6) 2019, was prescribed glasses and is doing better. Patient had high iop (intraocular pressure) post, 22mm hg but is now better. Patient pre op had herpes in his eye (right) and has been on rx acyclovir drops both pre and post op. No further information was provided. The following sections have been updated accordingly: gender/sex: male. Catalog #: zxr00u0215. Expiration date: 1/16/2022. UDI #: (B)(4). If explanted; give date: (B)(6) 2019. Device manufacture date: 1/16/2017. Device evaluation: product testing could not be performed because the product was not returned. The customer''s reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is (B)(6) 2019. Serial #: unknown, not provided. Catalog #: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as serial number was not provided. UDI #: UDI # is unknown as the serial number was not provided. If explanted; give date: unknown, not provided. Device manufacture date: unknown, as serial number was not provided (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the symfony lens was explanted due to a power miss for the patient. The lens was implanted on (B)(6) 2019. The lens was replaced with the same model symfony lens, but a different diopter. No further information was provided.